Event description:
The customer contacted philips to report that when powering the device on they got a "defib deactivated" message. There was no pt impact.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.